Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received a uterine artery embolization. The subject of this report is a (B)(6) woman, race reported as black or african american g1p1 with chronic anemia and chronic hypertension noted as significant medical history. The subject had no previous abnormal postpartum uterine bleeding or pph. On (B)(6)2021, she presented for a scheduled induction at (B)(6) and received oxytocin for thirty-eight (38) hours. She had an emergency cesarean section (c-section) on (B)(6)2021. On admission, her height was noted as 167.6 cm, weight (B)(6), bmi 39.55 and hemoglobin (hgb) 9.5 g/dl. Her hgb at discharge was noted at 7.9 g/dl. She received epidural anesthesia and delivered a 3400 g infant. The subject was noted to have postpartum hemorrhage related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received carboprost (2 doses), misoprostol, txa (1 dose), and methergine (1 dose). The cumulative blood loss prior to jada insertion was severe, noted as 3000 ml. Jada was noted to be inserted on (B)(6) 2021, in the labor and delivery unit (l&d), 2.3 hours after placenta delivery and the in-dwelling time of jada was noted as 1.75 hours for first jada placement, and approximately 9 hours for jada reinsertion, for a total in-dwelling time of 10.75 hours. The total amount of blood collected in the jada canister was noted as 200 ml and estimated blood loss for this event was reported as 8000 ml. After jada treatment was initiated, this patient received 2 doses of carboprost, 9.5 units of red blood cells, 1 unit of platelets, 4 units of fresh frozen plasma, and 2 units of cryoprecipitate. She received pre-op antibiotics for c-section. She was administered postpartum antibiotics (cefazolin) for jada use. The patient received an ultrasound following initial jada placement, a clot was shown behind the device. A decision to proceed to the operating room (or) for dilation and curettage (d&c) and device replacement was made. She was transferred the operating room (B)(6) 2021, at 06:24. The patient received multiple blood products and was intubated. While in the or the patient was noted to have "ongoing clinical coagulopathy." The jada device was removed to perform the d&c. The jada device was removed during the d&c in the or and then reinserted in the or. The patient was noted as "hemodynamically stable at the end of the procedure." The ruby crf stated the patient was then transferred to ir on (B)(6)2021, at 07:39 and remained there until (B)(6) 2021, at 09:32, receiving left uterine artery embolization. She then briefly returned to the operating room for exam under anesthesia. The jada device was noted as being inserted during this second or visit and removed on (B)(6) 2021, "around 6pm." To the questions on the crf asking, "did the patient experience a device or procedure related ae?" The answer was "no". And "did the patient experience a sae, related or unrelated?", the answers were checked "yes". The sae reported for this patient started on (B)(6) 2021, and was described as pre-renal aki (acute kidney injury). The patient was treated with lasix and the resolution date was noted as (B)(6)2021. This sae was determined by the site and designated by a check mark on the cfr as an "other serious event" that was not related to the jada device or procedure, moderate in event severity, and the action taken was noted as medication.

Manufacturer narrative:
Lot number is not available for this event. Request sent to site for lot number, response to this request was received, and the site reports they do not record lot numbers for jada devices. A good faith effort to obtain lot number has been attempted. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Additional warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph." There is no report or evidence to suggest that the jada device malfunctioned. The serious injury in this case was the medical intervention of d&c, blood product administration, and uterine artery embolization after jada treatment. This patient was also treated for pre-renal acute kidney injury with lasix. The patient in this case was experiencing severe pph. The serious injury listed above of d& c for clot removal and uterine artery embolization are standard treatment for pph. The administration of blood products is part of standard treatment for pph . Pre-renal aki is caused by sudden blood flow loss to the kidneys and standard treatment for this is the use of lasix. In this event, jada was used to control severe pph that was unsuccessfully treated by several uterotonics. The decision was made to escalate to an uae following d&c to remove blood clots noted on ultrasound. As we are unable to rule out the use of jada in contributing to the need for the subsequent medical and surgical interventions, we are reporting this as a MDR in an abundance of caution.